Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date unk. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This report filed (B)(6), 2011.

Event description:
Patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6), 2011 due to pseudo-tumor. Unable to remove taper section of magnum head due to cold weld so item had to be revised as well. No further complications have been reported.